Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 456 mg/dl. Customer did not troubleshoot their high blood glucose reading. The insulin pump bottom was damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Device received with broken off end cap.